Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the upper/lower trigger of the small battery drive device was stuck, and the moving parts of the trigger did not move smoothly. It was determined that the device had cosmetic damage, insufficient/low power, was difficult to assemble/disassemble, and the mode switch was hard and was stuck. It was observed that there was an appearance discoloration of the device, the attachment connection was hard, and there was an insufficient output. It was further determined that the device failed pretest for general condition, check the attachment coupling, check for sticky triggers and check power with power test bench. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device did not work while being used together with the battery casing device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant medical products and therapy dates: battey casing device, (B)(6) 2022. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the moving parts of the trigger not moving smoothly and the sticky trigger, identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).